Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination, however photographs were provided for review confirming the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had revision surgery done by the surgeon at the mayo clinic in (B)(6). He does not have access to the date of that surgery. Implant log is attached to this email, but basically a cemented mbt revision tray with a competitor cone and a tc3 femur with sleeve and fully cemented proximal stem were implanted. In the attached lateral xray, the femoral adapter and bolt snapped due to no supportive host bone or condyles present. Clearly this made the patient unstable. The surgeon removed the femoral sleeve and cemented stem as well as cement via an osteotomy and implanted an lps hinge x small component with 105 mm segmental component and 200 mm bowed stem. Tibia was left untouched. Doi: unknown; dor: (B)(6) 2019, left knee.